Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter present inside the overpouch of an unspecified quantity of minicaps. This was described as the ¿minicaps were sealed. When opening the minicaps, there was crystalized glue¿. Further described as ¿looks like glue pieces on the inside of the minicap¿. This was identified during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.